Manufacturer narrative:
(B)(4). A maquet field service technician (fst) visited the hospital and the error could be simulated after 15 minutes of operating. The temperature of the battery was rapidely rising to 60°c. Then the fst took out the battery and it was not 60°c but around 40°c. The battery was put back in into the device and a normal value of 36°c was displayed. The fst was not able to simulate the error again. The fst`s first conclusion is that the battery ntc (the temperature sensor in the battery housing) does not work properly. The fst further described the event as follows: first the "hi tbmp" warning was displayed. A few seconds after that the error alarm was displayed followed by a pump-stop. During the or the hi tbmp was not noticed because there is no sound. According to the service manual the error message "hi tbmp" is displayed as a warning (acoustic alarm and display) when the battery temperature is >50°c. In the video that the hospitals perfusionist provided us with, it is visable, that the acoustic alarm was set to "mute" and therefore the alarm was not recognized. According to the IFU (70104.5966) the error message " b temp" is displayed if the battery temperature rises > 60°c. This message is causing an acoustic alarm as well as a pump-stop. The claimed battery was replaced and the system was successfully tested to manufacturer specifications. A supplemental report will be provided if additional information becomes available.

Event description:
The following was reported by the maquet field service technician: the rotaflow was used as stand alone device for active drainage in combination with a hl30. Perfusion was started (B)(6) 2016 at 09:24 and at 12:27 the unit did give error and stopped. Not seen by perfusionist if display showed more information. The unit was restarted (off-on) and after 10 minutes the error again, still not seen the details on the display. After the or the unit was tested and the error occurred again, picture was taken by perfusionist and it showed first h-tbmp flashing, no alarm tone and a few seconds later error!! B temp. And pump stopped. (B)(4).